Manufacturer narrative:
(B)(4). The device was initially reported as not available for analysis; subsequently the device was returned. Evaluation summary: visual inspections were performed on the returned device. The stent dislodgement was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It should be noted the xience alpine everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to calcification in the anatomy and the treatments to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified left anterior descending artery. The xience alpine stent delivery system (sds) was advanced; however, did not cross. After pre-dilatation with 3.0x10 mm balloon and additional attempts, the device again failed to cross the lesion. Resistance was felt during retraction of the sds from the anatomy which resulted in the stent implant dislodging inside the patient. A snare device was used to retrieve the stent implant from the patient successfully. The patient was treated with balloon angioplasty only. The patient experienced no untoward effects and there was no reported clinically significant delay in the procedure. No additional information was provided.